Event description:
It was reported that patient underwent uneventful ilasik in both eye son (B)(6) 2015. Patient presented at 1 days post treatment with striae in left eye. Patient brought back to the laser suite (B)(6) 2015 for a flap lift and stretch in left eye. (B)(6) 2015 visual acuity sans corrected (vasc) 20/30 right eye and 20/25 left eye. (B)(6) 2015 +1.00 sphere plano 20/25 right eye and 20/20 left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.